Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error. Per the cartridge user guide, ¿the cartridge is contraindicated for use with products other than u-100 humalog and u-100 novolog insulins.¿

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" however a specific value was not provided. Cause was not known. Customer administered a correction bolus via the pump, administered a correction bolus and replaced supplies to address the bg. Recommendation was made to consult a healthcare provider in regard to diabetes management.